Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on a deck on (B)(6) 2013 and hit his back and head. Afterward, he had severe headaches where he threw up and almost passed out. It was noted the patient had the effect of a headache, nausea, and vomiting. When the stimulator is on, the patient gets a headache within an hour and when he turns the stimulator off, the headache goes away within 45 minutes. Impedances were checked and were all within normal limits. When the stimulator was turned on, the patient received stimulation in the correct locations. It was noted that pain was 100 percent controlled before the fall. The emergency room performed a computerized tomography (cat) scan of the head and neck that were normal. It was noted the health care professional did not think the stimulator was the problem and advised the patient that if he has a headache with the stimulator, to leave it off for a few weeks and try to turn it back on, and then to keep in touch with the office. Additional information received reported that the patient was still having headaches and an explant was to be scheduled.